Event description:
It was reported during a t12 corpectomy with a lateral fusion of t11-l1 procedure an expandable cage¿s visual key would not lock properly during the surgery. The surgeon had packed the cage with bone graft from the rib and corpectomy site. The device was extracted, expanded and placed in the patient again; it was then reported the surgeon tried to open and close the cage multiple times and the device would not appear to be locked. The surgeon then used another expandable cage and the surgery was successfully completed. There was a time delay of fifteen to twenty minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The xrl large central body was assembled and sterilized per work order. This lot was assembled from component lot 6856213. The components were manufactured by rms company for brandywine. The supplier¿s certificate of compliance indicates that the parts met all required specifications. The parts were inspected to synthes inspection sheet. There were no non-conformance records generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.